Manufacturer narrative:
Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment.

Event description:
It was reported that the data for the treated episode counters is incorrect. A review of device data by technical services confirmed that the treated episode counter is clearly corrupted. The cause is not clear from the data, but multiple software bits would have been flipped. Technical services advised that when the device is interrogated with a programmer, the count will reset to zero as expected. There were no adverse patient effects. The device remains implanted.